Event description:
It was reported that an unknown alarm occurred on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. The reporter attempted to switch off the device and change the cassette, but the alarm was unable to be cleared. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was reported to be available for evaluation. Should the device be received or additional information become available, a supplemental report will be submitted.